Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm a loss of contact at analyzer connection; analyzer passed functional test. However analysis did confirm the connector pin sockets were disturbed and bent. (B)(4).

Event description:
It was reported connector pins were either bent or loose. Loss of contact was experienced several times due to poor connection at the analyzer connector. The analyzer was returned for repair. No patient complications have been reported as a result of this event.